Event description:
The customer reported a failure that intermittently changes the power on lead from leads to pads and the user is unable to do a 12l. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a failure that intermittently changes the power on lead from leads to pads and the user is unable to do a 12l. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.